Event description:
It was reported that the physician made a general comment regarding preparation of the co-pilot device. While flushing the device, there are numerous air bubbles that tend to stick inside the device. The physician is able to eliminate the air bubbles by tapping the device and then it can be used in the procedure. The physician stated that this occurs every time the co-pilot is prepped. The co-pilot device performs as intended during the procedures. There were no adverse patient effects when the co-pilots were used in the procedures. There were no clinically significant delays in the procedures due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The complaint device was not returned. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, there is no indication of a product deficiency.